Manufacturer narrative:
Ed; updated "abdominal" pain medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: additional information received: it was confirmed that the device was explanted on the same date the patient was admitted emergently. This was also the date the event was first observed by the physician. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant aui or endurant cuff was implanted as a proximal extension with a non-mdt stent graft on an unknown date. It was reported the patient presented emergently with pain nine years later. A CT performed showed that the endurant free flo stents had disconnected from the stent graft material. The patient received open surgery and the stent graft was explanted. The cause of the event could not be determined per the physician.

Manufacturer narrative:
B5; additional information received: the patient was well post explant with no complications observed. No other issue was identified with the endurant stent graft. Film evaluation summary: the reported suprarenal stent detachment was confirmed; however, the cause of the event could not be determined from the limited images provided. The pre-implant anatomy is unknown, and earlier post-implant cts were not available for assessing the stent graft's in vivo configuration over the duration of implantation. It is possible that disease progression due to neck dilatation over time may have contributed to the suprarenal stent detachment, but this could not be confirmed. Lack of stent graft proximal neck radial support caused by possible neck dilatation could lead to increased loading of the graft fabric and/or sutures at the suprarenal stent to fabric attachment, potentially resulting in the failure of the graft fabric or sutures. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.